Manufacturer narrative:
(B)(4): physio-control observed that the device internal battery was depleted. A conclusive cause for the reported event could not be determined. A replacement device was provided to the customer.

Event description:
It was initially reported that the device was showing the cp and attention indicators. Physio-control evaluated the device and verified the reported failure. Furthermore, the device internal hlc battery was depleted and it would not power on.